Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had concerns regarding the battery longevity estimation on their implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.